Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that surgeon was unable to lift flap in left eye after uneventful flap creation. They reported that the laser fired completely, that there was no suction break and there was side-cut (etch on glass of cone). Surgeon decided not to continue to lift flap and aborted excimer treatment. A bandage contact lens was applied. Patient was re-scheduled on (B)(6) 2016 for photorefractive keratectomy procedure. The right eye was completed. Pre op best corrected visual acuity 20/20 left eye.